Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead dislodged shortly after implant. Diagnostic imaging was performed, which confirmed that the rv lead had dislodged from the implant location. The physician plan is to do a complete revision of the patient's system. At this time, the rv lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead dislodged shortly after implant. Diagnostic imaging was performed, which confirmed that the rv lead had dislodged from the implant location. The physician plan is to do a complete revision of the patient's system. At this time, the rv lead remains implanted. No adverse patient effects were reported. New information was provided, this rv lead was surgically explanted, and a new lead implanted. Besides surgical intervention, no adverse patient effects were reported.